Event description:
The large bolt in hinge connecting lift arms to mast dislodged and came out during a resident transfer causing resident to fall to the floor and the top bar of lift falling onto resident's face. This resulted in bruising to coccyx and lacerations to face that required sutures. Facility stated lift was approx 20 years old, however further discussion with facility revealed the unit was closer to 30 years old. This is known because the round metal plate on lift has not been used for almost 30 years per tech that has been with company for that length of time. MFR trying to get lift back for evaluation [and out of circulation; a 30 year old lift exceeded shelf life] per facility they are going to talk it over "to return or not return".